Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by, ¿during start-up, the device stayed jammed in a closed position¿? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, during start-up the device stayed in a closed position.